Event description:
A report was received from a customer alleging that ten stryker cameras and one cord melted when they were processed in the sterrad unit. The asp representative receiving this report attempted to troubleshoot the event and collect additional information regarding the damaged devices, however, the customer stated that they did not want to answer any question or troubleshoot; they only wanted the unit to be serviced the following day. Due to the limited information provided this 3500a report is applicable to all the damage devices reported in this complaint (10 stryker cameras and 1 cord). Additional 3500a medwatch reports will be submitted for individual events when patient or additional information is obtained.

Manufacturer narrative:
Capital equipment serviced at customer's site: an asp field service engineer was sent to the account. He verified temperatures and voltages for the system. Checked temperatures at different stages during the empty cycle. Temperatures were always within specifications. Ran a leak back test and ran an empty cycle. The system meets manufacturer's specifications.